Event description:
Per the info provided to co by the physician's office, the device was removed due to "non-inflation". As reported to co, the entire device was removed and replaced with a co 3-piece inflatable penile prosthesis.